Manufacturer narrative:
Other applicable components are: product ID 977a290 lot# serial# (B)(4) implanted: (B)(6)2015 explanted: (B)(6) 2017 product type lead product ID 977a290 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: (B)(6) 2017 product type lead product ID 97791 lot# unknown serial# implanted: explanted: product type accessory product ID 97792 lot# unknown serial# implanted: explanted: product type accessory h3: device analysis for lead va0d0yw008 revealed the distal end electrode pulled out or off. The lead tip was missing including the #0 and #1 electrodes. The body conductor was broken at the injex anchor site. The distal end conductor was broken. Analysis identified that the #0 and #1 electrodes were pulled out/off the distal end of the lead. Analysis identified that unknown conductor was broken in the body of the lead at the injex anchor site, 48.7 cm from the distal/proximal end of the lead. Analysis identified that the #2 conductor was broken in the distal end of the lead. No electrical shorts were identified between the circuits. The distal end was not returned. The outer insulation of the lead was broken//torn under the #1 electrode area. Device analysis for lead va0d0yw009 revealed the distal end electrode #0 was pulled out or off. The lead tip was missing including the #0 electrode. The distal end conductors #0 and #1 were broken in the distal end of the lead. There were no electrical shorts identified between the circuits. The distal tip of the lead was missing including the #0 electrode. The distal end was not returned. The outer insulation of the lead was broken//torn under the #1 electrode area. H6: conclusion code 11 belongs to the leads. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a company representative (rep) regarding a patient implanted with an implantable neurostimulator (ins) for chronic intractable pain. It was reported that both leads were fractured. One lead was fractured between the #1 electrode and the #2 electrode. The fractured lead of the ins side was removed and the other side was still placed since it reaches to c1. The cause might be a wear by movement of the cervical vertebra. The diagnostics/troubleshooting performed were: an impedance measurement, x-ray examination, and a computed tomography. The x-ray images obtained showed the sites where lead electrodes were positioned and the lead was fractured. The device settings were unknown. Surgical treatment was performed. The leads both had a device status of explanted-partial, the ins device status was explanted-complete. The devices will not be replaced. The patient was alive with no injury. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.